Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the physician pushed the plunger from the capio suturing device to throw the first mesh leg assembly through the sacrospinous ligament. When the physician "pulled the plunger out", the suture had detached "right at the needle" and the needle was reportedly caught inside capio cage. It was reported that no components fell inside the patient. The physician completed the procedure with another uphold vaginal support system with no further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
(B)(4).the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.